Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure in a totally occluded vessel, the tip of the wire separated inside of the pt. The tip of the wire remains in the pt. Pt status is listed as "okay".